Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were sticky or hard to press, low reservoir did not came when it was needed. The customer's blood glucose value was unknown. Insulin pump had unresponsive buttons. The customer was reported that the insulin pump had rejected new battery, battery life was less than 7 days. The device will not be returned for analysis.